Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A customer sent in two actual samples for evaluation. Visual and functional tests were performed, and the reported condition was confirmed. The units were tested under water using 0.56 bar of air pressure and the reported issue of blockage was confirmed at the regulator of the flow. It is unknown what may have caused this reported condition. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(6) of a continu-flo set that had restricted flow during an infusion on a patient. There was no patient injury or medical intervention involved. No additional information is available.